Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that insulin pump had a blank screen display and was not responding. Custormer's blood glucose was 120 mg/dl. Customer also received a battery out limit alarm. During troubleshooting, customer changed battery and insulin pump turned back on. Self-test was complete. Customer was advised that battey cap would be sent as a courtesy.